Event description:
An alarm related to an occlusion event was reported, causing the customer's blood glucose level to rise to 630 mg/dl. The customer managed the high blood glucose by implementing multiple daily injections and changed the infusion set and cartridge to resume insulin delivery.